Event description:
Reference number (B)(4). Event occurred in sweden. It was reported that patient faced infusion pulled out during sleep on (B)(6) 2026 due to which the patient faced hyperglycemia event while the patient was sleeping. The patient felt sick at the time of the event and called an ambulance. The patient went to emergency room and got hospitalized and eventually shifted to intensive care unit. The patient blood glucose was 60 mmol/l and got treated with intravenous fluids. The patient has not been released from the hospital. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.